Event description:
During an ablation procedure the current f curve catheter all of the sudden would not deflect properly anymore. The catheter was exchanged with a new one. The procedure was challenging due to the anatomy of the right-sided atrium and also the location of the esophagus. No harm came to the patient.